Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had stuck button alarm. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with minor scratches on the lcd window. Device passed the self test and displacement test. All buttons functioning properly. No stuck button alarm or damage to the keypad assembly noted. The keypad connector on electrical board was locked properly during visual inspection.